Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11. As reported, after the 7x40 precise pro rx self-expanding stent (ses) was delivered to the left subclavian artery location, it jumped forward during release. This resulted in dramatic displacement. The stent fell into the aortic arch and was eventually caught by the grappler. The stent was snared, and the procedure was ended. The device was prepped while in the tray. The tuohy borst valve was in the open position when the device was received. The tuohy borst valve was closed prior to removing a device from the tray. The valve was closed after flushing. The stent was still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing the stopcock. There was no difficulty encountered while flushing the stent delivery system (sds). The target lesion was measured to be 7.3mm in diameter. The diameter of the unconstrained stent was not 1-2mm larger than the vessel diameter. The target lesion was measured to be 37mm in length. The lesion had a 70% stenosis. The lesion was pre-dilated. The lesion had a 30% stenosis after pre-dilation was completed. The lesion was noted to have severe calcification with mild tortuosity. This sds did not pass through any acute bends. There was no difficulty encountered while advancing/ tracking the device towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus present to, at, or distal to the lesion. There was no difficulty or resistance noted while crossing a lesion. The system did not have to pass through any previously placed stent. The user did maintain a fixed inner shaft position during deployment. The device was returned for analysis. A non-sterile ¿precise pro rx ous carotid sys¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that it does not present any damages or anomalies. The device was already deployed before it¿s arrival for evaluation, and the stent was not returned with the sds. Additionally, an unknown device was returned with the complaint unit. A functional analysis could not be performed as the stent was already deployed and not in the manufacturing position. The catheter usable length was measured, and the result was found within specification. The reported ¿stent delivery system (sds) deployment difficulty inaccurate placement¿ could not be confirmed during analysis of the returned device. Due to the nature of the complaint, the inaccurate placement cannot be confirmed as this cannot be replicated in a lab setting nor were procedural films of the reported ¿jump forward were provided. Additionally, the returned device did not reveal any anomalies during analysis, functional testing could not be performed since the device had already been deployed. The catheter usable length was measured and was found within specification. Therefore, the exact cause cannot be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to issue experienced by the customer. As stated in the IFU, slack removal: ¿a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque inner shaft markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ according to the instructions for use, which is not intended to mitigate risk, ¿preparation of stent delivery system caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray. A. Open the outer box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. E. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. F. Close the stopcock attached to the tuohy borst y connection. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after the 7x40 precise pro rx self-expanding stent (ses) was delivered to the left subclavian artery location, it jumped forward during release. This resulted in dramatic displacement. The stent fell into the aortic arch and was eventually caught by the grappler. The stent was snared, and the procedure was ended. The device was prepped while in the tray. The tuohy borst valve was in the open position when the device was received. The tuohy borst valve was closed prior to removing a device from the tray. The valve was closed after flushing. The stent was still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing the stopcock. There was no difficulty encountered while flushing the stent delivery system (sds). The target lesion was measured to be 7.3mm in diameter. The diameter of the unconstrained stent was not 1-2mm larger than the vessel diameter. The target lesion was measured to be 37mm in length. The lesion had a 70% stenosis. The lesion was pre-dilated. The lesion had a 30% stenosis after pre-dilation was completed. The lesion was noted to have severe calcification with mild tortuosity. This sds did not pass through any acute bends. There was no difficulty encountered while advancing/ tracking the device towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus present to, at, or distal to the lesion. There was no difficulty or resistance noted while crossing a lesion. The system did not have to pass through any previously placed stent. The user did maintain a fixed inner shaft position during deployment. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, h2, h11. As reported, after the 7x40 precise pro rx self-expanding stent (ses) was delivered to the left subclavian artery location, it jumped forward during release. This resulted in dramatic displacement. The stent fell into the aortic arch and was eventually caught by the grappler. The stent was snared, and the procedure was ended. The device was prepped while in the tray. The tuohy borst valve was in the open position when the device was received. The tuohy borst valve was closed prior to removing a device from the tray. The valve was closed after flushing. The stent was still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing the stopcock. There was no difficulty encountered while flushing the stent delivery system (sds). The target lesion was measured to be 7.3mm in diameter. The diameter of the unconstrained stent was not 1-2mm larger than the vessel diameter. The target lesion was measured to be 37mm in length. The lesion had a 70% stenosis. The lesion was pre-dilated. The lesion had a 30% stenosis after pre dilation was completed. The lesion was noted to have severe calcification with mild tortuosity. This sds did not pass through any acute bends. There was no difficulty encountered while advancing/ tracking the device towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus present to, at, or distal to the lesion. There was no difficulty or resistance noted while crossing a lesion. The system did not have to pass through any previously placed stent. The user did maintain a fixed inner shaft position during deployment. The device will not be returned for evaluation as multiple attempts were made without success. The reported ¿stent delivery system (sds) deployment difficulty inaccurate placement¿ could not be confirmed as the device was not returned for analysis and procedural films of the reported ¿jump forward¿ was not provided. The exact cause cannot be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to issue experienced by the customer. As stated in the IFU, slack removal: ¿a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque inner shaft markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ according to the instructions for use, which is not intended to mitigate risk, ¿preparation of stent delivery system caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray. A. Open the outer box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. E. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. F. Close the stopcock attached to the tuohy borst y connection. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after the 7x40 precise pro rx self-expanding stent (ses) was delivered to the left subclavian artery location, it jumped forward during release. This resulted in dramatic displacement. The stent fell into the aortic arch and was eventually caught by the grappler. The stent was snared, and the procedure was ended. The device was prepped while in the tray. The tuohy borst valve was in the open position when the device was received. The tuohy borst valve was closed prior to removing a device from the tray. The valve was closed after flushing. The stent was still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing the stopcock. There was no difficulty encountered while flushing the stent delivery system (sds). The target lesion was measured to be 7.3mm in diameter. The diameter of the unconstrained stent was not 1-2mm larger than the vessel diameter. The target lesion was measured to be 37mm in length. The lesion had a 70% stenosis. The lesion was pre-dilated. The lesion had a 30% stenosis after pre dilation was completed. The lesion was noted to have severe calcification with mild tortuosity. This sds did not pass through any acute bends. There was no difficulty encountered while advancing/ tracking the device towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus present to, at, or distal to the lesion. There was no difficulty or resistance noted while crossing a lesion. The system did not have to pass through any previously placed stent. The user did maintain a fixed inner shaft position during deployment. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the 7x40 precise pro rx self-expanding stent (ses) was delivered to the left subclavian artery location, it jumped forward during release. This resulted in dramatic displacement. The stent fell into the aortic arch and was eventually caught by the grappler. The stent was snared, and the procedure was ended. The device was prepped while in the tray. The tuohy borst valve was in the open position when the device was received. The tuohy borst valve was closed prior to removing a device from the tray. The valve was closed after flushing. The stent was still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing the stopcock. There was no difficulty encountered while flushing the stent delivery system (sds). The target lesion was measured to be 7.3mm in diameter. The diameter of the unconstrained stent was not 1-2mm larger than the vessel diameter. The target lesion was measured to be 37mm in length. The lesion had a 70% stenosis. The lesion was pre-dilated. The lesion had a 30% stenosis after pre dilation was completed. The lesion was noted to have severe calcification with mild tortuosity. This sds did not pass through any acute bends. There was no difficulty encountered while advancing/ tracking the device towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus present to, at, or distal to the lesion. There was no difficulty or resistance noted while crossing a lesion. The system did not have to pass through any previously placed stent. The user did maintain a fixed inner shaft position during deployment. The device will not be returned for evaluation as multiple attempts were made without success.